Event description:
It was reported that the patient had a urinary neurostimulator and a scs (spinal cord stimulator) implanted. He reports recently had urinary neurostimulator and scs batteries replaced. The patient reports he had his urinary neurostimulator battery replaced on (B)(6) 2014. It was noted as a normal battery depletion as far as the patient know. It had been there for four years, so that was why the patient think that and that was about what they told him to expect. The patient had the had the scs battery replacement a week or 8 days prior to the urinary neurostimulator battery replacement. He would like to know if his two neurostimulators could be interfering with each other. The reason he was asking was because the urinary neurostimulator had worked very well for years, and all of the sudden after battery replacement, it was having "no function". The patient had to use between 8 and 10 depends a day. The patient confirms the devices were more than 8 inches apart. He has turned his scs off to see if he notices any changes with urinary neurostimulator. It was confirmed that urinary neurostimulator was still turned on, and he can feel stimulation sensation. The had a follow-up appointment with healthcare provider the day after reported event date. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v379942, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).